Event description:
It was reported that following a pump replacement, the catheter disconnected from the pump. The patient experienced a lack of effect. After a revision procedure, the patient reported receiving therapy. The type of medication, concentration, and daily dose being administered via the pump were not reported.